Manufacturer narrative:
(B)(4). Eval, results: (tuohy). Eval, results & conclusion: (force applied to the device during withdrawal). Evaluation summary: the distal inner and outer shafts had detached 21.7cm proximal to the balloon weld. The shaft had detached distal to the guide wire entry port. The transition tubing was stretched; the tubing length was measured at 30.5cm from the proximal edge of the hypotube bond to the detachment site. The distal tip was damaged and partially flattened.

Event description:
A 2.0mm diameter x 12mm length sprinter legend rx balloon dilatation catheter was used to treat a lesion located in the lad and diagonal of a pt. During procedure, another sprinter legend rx balloon was used to treat the lesion with no issue reported. It was reported that the physician used 2 wires with 2 separate tuohy using the kissing balloon technique in the lad diagonally. It was reported that, some tightness was felt when advancing the device through the tuohy; however, the relevant device performed as per specification with no issue reported. Resistance was encountered on withdrawal of the device through the tuohy attachment and some additional force was applied to the device; then the device detached in vivo. Communication from the field confirmed that the tuohy was not inspected prior to use. A snare device was used to remove the detached material from the pt. The pt is reported to be fine and no other clinical sequelae were reported.